Event description:
Reportable based on device analysis competed on 27nov2024. It was reported that a crossing issue occurred. The 77% stenosed target lesion was located in the severely calcified proximal right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but could not cross the lesion due to the calcification. The procedure was competed with another of the same device. There were no patient complications and the patient condition was stable. However, device analysis revealed the tip was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked, stretched, and flattened and that the tip was detached. The tip was not returned for analysis.